Manufacturer narrative:
Other applicable components are: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that¿the patient mentioned pain/discomfort during the call. Additional information was received on (B)(6) 2021 stating that the patient thinks a lead may have come loose or moved because their symptoms have returned. Patient stated they fee a tingling pressure as well as their pain has returned. Patient stated they feel like they could urinate all the time but they do not. No further complications were reported at this time.